Event description:
As reported by our (B)(4) affiliate, 3 days post deployment of a 23mm sapien xt valve, the patient developed complete av block. Post operative day (pod) 6, the patient expired from multiple organ failure which was possibly caused secondary to shock and general ischemia. During the aortogram to set the perpendicular view prior to deployment, st elevation and a decrease in blood pressure (bp) to around 40 mmhg were observed. Aortogram was repeated and showed air embolism in the right coronary artery, which was attributed to injection through the pigtail catheter. The decreased bp persisted for 3 minutes. No treatment was given since the bp spontaneously recovered by degrees. The st segment returned to normal when the bp rose to around 140 mmhg. The xt valve was successfully deployed in a 60:40 aortic/ventricular (a/v) position under rvp. Duration of rapid pacing was 45 seconds. When the rvp was terminated, ventricular fibrillation (vfib) developed. The vfib resolved with 150 j biphasic defibrillation and the electrocardiogram returned to normal sinus rhythm (nsr). The patient¿s vital signs were stable and the procedure was completed. During the post operative echocardiogram, no abnormality was noted in the deployed valve. Soon after the operation, paroxysmal atrial fibrillation (paf) occurred. The paf subsided and the patient returned to nsr approximately 4 to 5 hours after the administration of verapamil. Paf repeatedly occurred and was resolved with verapamil thereafter. The patient¿s condition was stable for two days. A blood clot was observed in the left atrial appendage (laa)). On pod3, warfarin and heparin were added to the patient¿s medications. Early on pod3, the patient complained of abdomen, back and chest pain. The physician suspected mesenteric infarction and a CT was ordered. During the ¿CT preparation¿, the patient¿s condition suddenly changed and it was noted that the patient had developed complete av block. Chest compressions were initiated. The CT was performed; however, the cause of the pain could not be determined. No findings which suggested mesenteric infarction were observed. The patient was intubated and a temporary pacemaker was introduced for the complete av block. Pod6, the patient passed away due to multi-organ failure. Per medical opinion, when the complete av block developed, the patient went into shock due to general ischemia and expired from multi-organ failure which was probably caused secondary to shock and general ischemia. Per the physician, considering the valve placement position, the tavr procedure was likely not the cause of death and the complete av block. In addition, since the blood clot was observed in the laa after the procedure, the clot might have flowed into the superior mesenteric artery. The native annulus measured 18.4mm by transesophageal echocardiogram (tee). Moderate valve calcification and no aortic root calcification were reported.

Manufacturer narrative:
Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the cause of the complete av block cannot be confirmed; however, the mechanism described above may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.